Event description:
It was reported that the system 8800 displayed high ma errors. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Filament calibration was performed and the malfunction occurred no longer. The system was tested and found to be working as intended and placed back into service.